Manufacturer narrative:
Device has not been received for evaluation.

Event description:
During acl repair, the screw shattered when being placed. A backup was available and there was no delay or injury reported.